Event description:
It was reported that the lead exhibited impedance of 2000 ohms and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found open circuit due to fracture of pacing coil at 3.5 cm from lead tip. The coil fractured due to fatigue, which could have resulted in the reported high threshold and high impedance.